Event description:
Patient reported "rupture". Patient also initially reported "fibromyalgia", which is not device related. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.